Event description:
It was reported that the handpiece was tested prior to starting the case, showing a torque of 90 for the first time and 98 for the second time. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece (part number 110137 / serial number unknown), intended for use in treatment, had tested for characterization, which resulted in a high t1 max torque of 90 and then 98 on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. If the snap lock nut is broken, the snap lock cannot move along the lead screw in the handpiece during characterization and will fail handpiece characterization. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.